Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, hemostasis was achieved immediately following the deployment of the manta closure device. A post-closure angiogram revealed a complete occlusion superior to the manta lock. Ballooning was applied to address the occlusion and blood flow was restored successfully. It is likely the cause of the occlusion is either from a dissection that occurred during initial access, possibly causing manta to prop the dissection open, blocking flow, or a dissection could have been created by the rear toggle leg during withdrawal from the puncture site. Dissections are a common procedural complication in large bore procedures; and therefore, it is inconclusive and cannot be determined if the dissection occurred prior to or during the manta deployment. The IFU was reviewed and has identified adverse events related to the deployment of vascular closure devices: ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, and vessel laceration or trauma. Additionally, the IFU warns: do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices that include ischemia of the leg or stenosis of the femoral artery. Potential adverse events associated with any large bore intervention, include the use of the manta vascular closure device, includes arterial damage and vessel laceration or trauma.

Event description:
The (B)(6) year-old female patient underwent transcatheter aortic valve replacement (tavr) on (B)(6) 2020. The patient's body mass index was 30 kg/m2 and the femoral artery size was measured as 6.3 mm with minor calcification present above the bifurcation. The depth deployment for the manta vascular closure device (manta) was measured at 5.0 cm + 1.0 cm. The patient received a 23 mm heart valve using a 16f sheath. The reporter stated there were no intraprocedural complications involving the vessel. All deployment steps were reportedly performed in a concise manner by the operator. After a successful deployment of manta in the patient's common femoral artery with hemostasis achieved immediately at skin level, a post-deployment angiogram was taken to see that the vessel's blood flow stopped at the point where manta was deployed. The angiogram showed an occlusion just above (proximal) the manta's radiopaque lock. The reporter stated there was not a clear problem that caused the occlusion and suspected it may have been a dissection. An "up and over" approach was needed to balloon the area and after ballooning the area to meet the vessel size, the vessel was successfully opened and blood flow restored. The vessel was closed properly with manta.